Event description:
Customer reported not observing insulin drops at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose level was reported as ¿high,¿ indicating an adverse impact. To address the issue, the customer performed a correction injection via manual daily injection (mdi) and, with the help of technical support, completed the load process and resumed insulin delivery.